Event description:
A stealth 360 peripheral orbital atherectomy device (oad) was used to treat a severely calcified superficial femoral artery. During oad removal, it was observed that the driveshaft fractured. An attempt was made to retrieve the fractured driveshaft, however, the fractured component was pushed further into the lower leg. Additional surgery was performed to remove the component. The patient was stable.

Manufacturer narrative:
The oad was returned to csi. The driveshaft was fractured at the distal edge of the crown. Scanning electron microscopy analysis of the fracture faces was unable to identify the fracture mode due to mechanical polishing of the filars post fracture. Review of the device data log identified stall events at the beginning of the procedure followed by treatment spinning. It is unknown of the stall events were related to the driveshaft fracture. The root cause of the driveshaft fracture was unable to be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).